Event description:
A customer reported an issue with a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and the customer successfully restarted their sensor session without encountering the error again.